Event description:
Report received through regulatory authority of a coroners report. Patient death involving a syringe driver. The report appears to suggest that an error in setting the rate was possible cause. Rate should have been 2mm/hr and was set to 20mm/hr.